Event description:
This device was returned without oos documentation from a hospital. The following physician's office has not seen this patient since 2006. Per biotronik representative, device was at premature eri indication and was replaced with a lumax 340 dr-t.